Manufacturer narrative:
The fse evaluated the device on site. It was determined that this may be a malfunction of one of the ECG cables, but it was not determined which cable was the source of the problem; the fse confirmed that the issue did not occur when new ECG cables were installed. ECG cables are not part of the customer¿s maintenance contract, and new cables were not provided to the customer. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed testing. There was no patient involvement.